Manufacturer narrative:
The device was out of service. No inspection was performed. The device was disposed of by olympus. The device history record was unable to be reviewed as the subject device was manufactured over 15 years ago. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the specific root cause of the event could not be determined at this time. Olympus will continue to monitor field performance for this device. H3 other text : device discarded.

Event description:
The customer reported to olympus, the high definition lcd monitor flickered, and had poor color reproduction. There were no reports of patient harm.